Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
It was reported the device internal paddle failed. There was no patient involvement.

Manufacturer narrative:
The fse evaluated the device on site. It was determined that this was a malfunction of the "hs switchless int pdl adapter" which was ordered to resolve the issue. Per email response from fse the device is normal to use without the adapter cable. The device remains at the customer site and no further evaluation is warranted at this time. Based on the information available and the testing conducted, the cause of the reported problem was a malfunction of the hs switchless int pdl adapter. The reported problem was confirmed. Based on the information available and results of additional analysis, no further action is necessary at this time. The data entered in this complaint record will be utilized for product quality and safety improvements per the post market surveillance and risk management processes. The repair for this unit cannot be conducted at this time due to the part, "hs switchless int pdl adapter" being on back order. The material has already been requested and an order for the part was placed to conduct the repair of this unit. The material ordered, hs switchless int pdl adapter aligns with the recommended repair of the reported malfunction per the service manual. When the parts become available the repairs will be conducted. If new information is received and suggest that the device has additional malfunctions, the record will be reopened, and an investigation will be performed. According to service bulletin sb86100166d, the m4735a heart/start xl portable defibrillator/monitor was discontinued on 31-december-2013. All options associated with this defibrillator were discontinued as of 31-december-2013. The end of support date for the device is 31-december-2018.

Event description:
This report is based on information provided by philips field service engineer (fse) and has been investigated by the philips complaint handling team. Philips received a complaint on the xl device indicating that the paddle test failed. There was reportedly no patient involvement.